Manufacturer narrative:
A review of functional tests, complaint history, device history record, instructions for use (IFU), specification, quality control data plus the actual device was conducted during the investigation. The functional test of the returned product confirms that leakage and hence the complaint is confirmed. The device is shipped with instructions for use which states the proper warnings, precautions, and instructions for use. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information and the investigation evaluation the root cause is likely to be product use or handling related caused by another device. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility that the patient was undergoing a procedure for post-partum hemorrhage. The physician inserted the bakri tamponade balloon catheter into the patient¿s body intra-uterinally, followed by the injection of saline liquid into the balloon. It was found that the balloon could not be filled up. The physician removed the balloon out of the patient's body and injected the saline liquid again. The physician found that the saline liquid was leaking from the balloon. The physician replaced it with a new bakri tamponade balloon catheter and completed the procedure. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No additional information has been provided regarding patient outcome.